Event description:
Information received does not address the patient's clinical status but notes that during a routine follow-up, cross-talk was observed. When the device was programmed to vvi mode, the markers displayed r-waves when they were intrinsic p- waves. In ddd mode, the device paced in the atrium and the patient conducted through an r-wave. The physician felt that in ddd mode, there was a/v synchrony, so the device remains implanted and follow-up will continue.